Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: it was reported that ¿they need to use exceptional forces to get past the first staple line.¿ was the device able to be fired the full length with exceptional force? From begin to stapler line no problem, smoothly. Did the firing knob break off the device? Yes. If yes, did any broken piece(s) fall into the patient? If yes, were they retrieved? Not applicable, only button, intact, outside patient. Will all pieces be returned with the device? No, discarded. Were there any patient consequences? No, only possible chance of anastomotic leak.

Event description:
It was reported, in colon surgery (small and large bowel) the specialists make a side-to-side anastomosis by creating two small holes for the two parts of the ntlc, this goes as intended they state. After the anastomosis they want to remove the specimen (with tumor) by over stapling the first staple line transversally. Halfway they need to use exceptional forces to get past the first staple line, even the firing knob broke down. Open colectomy.